Event description:
It was reported that this right atrial (ra) lead exhibited intermittent loss of capture (loc). No adverse patient effects were reported. At this time, this lead remains in service.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right atrial (ra) lead exhibited intermittent loss of capture (loc). No adverse patient effects were reported. At this time, this lead remains in service.